Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. Customer's blood glucose level at the time of the incident was 410 mg/dl; current reading was 429 mg/dl. The customer stated he had difficulty breathing, abdominal pain and pain in his kidneys. He mentioned that he had low reservoir which he had already changed and had issues with three infusion sets falling off the site and one not sticking. During troubleshooting, he stated that the drive support cap was recessed, time, the insulin pump's settings were correct and the bolus history was accurate. He declined to check for set, site or insulin issues and was unable to perform the high pressure test since he did not have a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per doctor's instructions and call back when receiving the tubing clamp.